Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, mentor became aware that right breast is smaller than the left. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient who underwent breast prostheses implantation with mentor gel implants on (B)(6) 2011 reported bilateral breast pain and burning sensation that began on the left side. The patient also reported chest heaviness and was told the placement of the implants have to be changed to relieve her symptoms. The patient reports that both her implants look and feel lumpy and that the right side has a double bubble deformity. The patient also reported that the physician told her there was a right breast implant fold but MRI imaging shows bilateral intact implants. The patient reports that visual both her implants look lumpy and that you can see visually that there is something wrong. It is unclear whether these lumps are actual breast masses as this information was not provided. Per additional information received from patient, right breast is smaller than the left. The devices remain implanted and no date of revision or explantation is scheduled. This report is for the patient¿s right-sided device.